Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the dilator was worn. There was no patient involvement.

Event description:
It was reported that the tip of the dilator was worn. There was no patient involvement.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One powerport isp m.r.I. Port with 8f polyurethane catheter kit was returned for evaluation. All components of the kit were present except for one catheter lock. The kit's dilator was received cross-threaded into the peel-apart sheath. No anomalies were noted to the dilator tip. Based on the findings, the investigation is unconfirmed for the reported dilator tip damage. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 10/2018), (07/2017). Device not returned at this time.